Manufacturer narrative:
The device was returned to olympus for evaluation, technical evaluation has not confirmed the customer specified fault of ¿error code e315¿. However, quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The plug body was disassembled, fluid ingress was evident within the plug body, triggering the pink moisture indicator. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. An intermediate repair is required to return the instrument to the original equipment manufacturer (OEM) specification. A definitive root cause has not been determined. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative, reported on behalf of the customer, that during preparation for use, error code e315 occurred. The scope was not used on a patient. The scope was set-up to be used and was replaced prior to use. There was no delay, the procedure was completed using another scope. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water got inside the scope connector during user handling. As a result, an abnormality occurred in the electronic component, and an error message was displayed temporarily. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." "When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." "Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.